Manufacturer narrative:
Date sent: 10/24/2005. Evaluation summary: the analysis site found that the control module's vso is causing the control module to display l3-021 errors. The pump mounts are worn causing the pump to be noisy. Multiple vacuum sense errors were verified in the the eventlog and were caused by the old version of software 4.0. The site replaced the vso and performed service bulletin 04-012 to correct the customer's complaint. The control module was serviced, then functionally tested, and was found to meet specifications.

Event description:
The customer reported that the error code l3-021 was populating several times. The customer was unable to proceed with breast biopsy. The cannister, tubing set, and probe were replaced, but unable to finish the procedure. The doctor has requested evaluation of the tubing set entry on the control module be evaluated. The patient has been rescheduled.